Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,0835 mm the housing membrane is outside tolerance (0 ± 0.02 mm). In addition, the following was detected: deposits/tissue residues on the product. Bloody delivery fluid. Third-party catheter (closed on one side) and third-party product (spout on catheter). Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operated within the accepted tolerance in both positions. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the required braking force of the prosa was not within the specified tolerances. Internal inspection: after dismantling of the valves, slightly deposits were found in both valves results: we would like to point out to you in advance that the adjustment test and permeability test have already been performed after the revision on clinic part. Based on our investigation results, we can detect a deformation of the prosa housing and a reduced braking force of the rotor at the time of our investigation. We suspect the detected deformation to be responsible for the functional impairment of the adjustability. Excessive pressure from the adjustment pin or a blow to the patient's head may compromise the integrity of the valve. Deposits caused by substances naturally present in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shuntsystem (part # fv770t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage and different to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 186 cm. Weight: (B)(6). Gender: male.